Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during the middle of a procedure, the system experienced a 307 error. The system was power cycled, and it booted up without any errors, allowing the staff to proceed with the case. The technical support engineer reviewed the system logs, but the 307 error had not yet appeared in the logs. Later, it was reported that a recoverable fault was received, followed by a non-recoverable fault. A system power cycle was performed to clear the error, but it was advised that the fault would return. The surgeon switched to another console to complete the case. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically as planned. There was a delay of 5 minutes.

Manufacturer narrative:
Failure analysis confirmed the complaint but could not replicate it. A review of field lighthouse logs showed the unit experienced the following error codes: 32126 system_err_local_whl_hw_fault, 32097 system_err_local_frl_maxis_fault, 32125 system_err_local_frl_com_wdog_fault, 25730 error_uce_armnet_maxm_late, 23918 eevt_sensor_latency_advisory, 40084 code_err_msg_routed_to_down_link, 23049 eevt_cb_trq_discontinuity, 23006 eevt_cmd_vel_lim mtm_wrist_pitch, 23008 eevt_potenc_lim mtm_grip, 32133 system_err_local_frl_ssync_unlock_fault, 307 system_err_node_not_present, 17 system_err_whl_receive_fault, 32 system_err_whl_receive_info. A visual inspection was performed, and no external damages were found. The unit was placed on an in-house system and operated without issues. No errors were replicated. The unit was then placed in sftp to perform fitness tests and a 1-hour sine cycle. The unit failed the following test unrelated to the field complaint: gravity balance test post sine cycle - sh failed. After performing a recalibration sequence, the test was re-executed and passed. The rest of the fitness tests passed, in addition to the 1-hour sine cycle. Due to the field errors, the unit was tested for stress and wear-in tests per engineering, and both passed. The most probable root cause of the errors is due to the following components: slip ring, rotational constraint, o-ring, and lower frame.

Event description:
Refer to h11 for follow-up information.